Manufacturer narrative:
The cause of the event was determined to be due to a faulty vacuum regulator. The component was returned to the supplier for further investigation, which concluded the part was out of calibration.

Event description:
Reservoir pressure sensor was reporting incorrect measurements. There was no patient harm.